Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'fentanyl not delivered as programmed, under delivery' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver fentanyl as programmed. It was a primary infusion running at 50mcg/hr when it was noticed that the bag should have been less full from being hung the night before but wasn't. Pump never alarmed for any occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.